Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt will remain in the hosp. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), 05/2014 - reuse. Electrode belt (B)(4), 04/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Motion artifact contributed to the false detection. Sinus rhythm at 65 bpm with motion artifact contributed to the second false detection. The pt was at the hosp at the time of the event. The pt was conscious at the time of the event. The pt was changing out of the lifevest at the time of the treatment. The pt was unable to press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt will remain in the hosp.